Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated and was causing pain, skin irritation, difficulty charging and inadequate pain relief. It was also noted that the ipg was hitting a bone and the patient felt burning sensation and pins and needles all over the body primarily on the back and arms. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility. No device malfunction was suspected.